Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer declined to provide additional information regarding the inaccuracy issue. Reportedly, the customer's bg was over 1100 mg/dl. The customer lost consciousness and was transported to the emergency room and admitted to hospital. The customer was treated intravenously with saline and insulin for diabetic ketoacidosis considered dangerous by healthcare provider. The customer was released from the hospital on (B)(6) 2019 with issue resolved and no permanent damage.